Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's touchscreen became frozen on an unspecified alert which prevented the customer from using the pump. No additional information was provided. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.